Manufacturer narrative:
Consumer discarded product; no return is anticipated. Complaint history check run on recorded lot yielded a total of three (3) complaints, unrelated to this incident. Will continue to monitor.

Event description:
Consumer called to report needle break-off in stomach. Had been using shorter needles but ran out of supply. Started using 1/2inch needles. Surgery performed in 2007. Needle portion removed.